Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer was educated by the customer technical advocate in regards to wearing the proper personal protective equipment when performing instrument maintenance. Instrument waste will include reagents (used to prepare samples and clean the tubing/aspiration system after sampling) as well as biohazardous materials (including patient samples). Tracking and trending did not identify an adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. Based on the investigation and event details, no product deficiency was identified.

Manufacturer narrative:
(B)(4): no known device problem (B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated she removed the cell-dyn 3700 external waste container in order to drain it. While trying to install the waste line back into the container, her hand jerked and fluid from the waste line went into her left eye. The customer was wearing gloves and a lab coat, but not goggles. The customer flushed her eyes with water for 15 minutes and sought medical treatment. The customer was prescribed an exposure drug cocktail. The customer stated she is experiencing no redness or irritation.